Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cps sm sht spdl w pins 800lbf: catalog#178367, lot#439010; cps nut co-cr-mo alloy: catalog#178512, lot#136770. The device has been received by zimmer biomet and is under evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total right knee procedure, an anchor plug implant fractured during implantation. There was a surgical delay of forty-five (45) minutes while the fractured component and the associated connections were removed and replacement devices were implanted. There was no patient impact reported as a result of this malfunction.